Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery an ophthalmic laser probe got stuck and could not go all the way to the end of surgery. Surgery was completed after replacing with alternate probe. There was no patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, there was product returned for this investigation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The laser probe was received for this investigation. A visual assessment of the returned sample revealed detached connector and bent tip. Sample testing was performed, and the laser probe was found to have no problem with the trocar. The laser probe was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2022-28508